Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer reported the battery jumped from 30% to 100% after the pump was connected to a power source. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.